Event description:
Same case as 2134265-2012-04975. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left renal artery. A non bsc sheath and a mach 1 guide catheter were selected to gain access. An express sd renal biliary sm, pmtd 5.0x15x90cm stent was advanced over a .018/190cm thruway guide wire. Resistance was encountered in the lesion so the physician pulled the stent out and was going to pre dilate to create a larger opening. Upon inspection of the stent after pulling it back, stent damage was noted. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by manufacturer: the express sd device was received with blood and contrast in the guide wire lumen. The stent moved 4mm distally from the proximal marker band and the location of the stent strut impressions on the balloon indicates the stent was appropriately positioned and secured to the balloon in manufacturing. Stent struts were bent in rows 1, 5 and 6 from the proximal end. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported advancing difficulty or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2012-04975. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left renal artery. A non bsc sheath and a mach 1 guide catheter were selected to gain access. An express sd renal biliary sm, pmtd 5.0x15x90cm stent was advanced over a .018/190cm thruway guide wire. Resistance was encountered in the lesion so the physician pulled the stent out and was going to pre dilate to create a larger opening. Upon inspection of the stent after pulling it back, stent damage was noted. The procedure was completed with another same device. No patient complications were reported and the patient's status is okay.